Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl and baclofen via an implantable pump for malignant pain. It was reported that the reason for the call was the patient stated they went to get their pump filled today and was told they had only been using 1 and a 1/4 of their boluses. The patient stated since they got the new machine (handset), it connects and gets to 90% and it stays at 90% for a long time, like 1 minute to 1.5 minutes before it gets to 100%. The patient then stated it never really got to 100%. The patient stated their healthcare provider told them to call medtronic to see what the problem was. When the agent attempted to inquire event date, the patient stated ever since they got this new machine, from the first time they used it. The patient mentioned having a current lockout of 9 hours and 58 minutes because they knew it took 13 hours to get the new medicine through. When the agent inquired pump med, the patient stated it was fentanyl, but as of today, it was a different kind of fentanyl and was thicker. The patient read from pump printout primary fentanyl, and then read fentanyl 2000 mcg. The patient later stated secondary was baclofen. The patient confirmed the fentanyl was increased today and also today, baclofen was taken out of the pump. The agent did not inquire further, nor attempt to inquire further programming information to focus on reason for call. The agent assisted the patient in clearing data. The patient would call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that their handset did not reach 100 percent. They only get at 95 percent when connecting to the pump. The patient had the same issue reported before and confirmed lag issue again today. The agent assisted patient in clearing the data. The patient connected to the pump without issue. The patient will call back if further assistance is needed. Historical event: during the call, the patient commented that last time they spoke with someone, " they told me I have not used my boluses which I did."

Event description:
Additional information was received from the patient. The patient stated for the last 10 days they had been having an issue with not knowing if their boluses were being delivered or not. The patient stated it was taking a long time for the boluses to go through. An agent asked if they were seeing something to where it was lagging with the bolus and the patient stated yes, but that happens because of the files that have to be cleared in it but it is still getting to 90%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.